Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that during surgery, the cement leaked to the segmental artery. A string- like shadow at the right side of the vertebral body was confirmed by the intra-operative imaging. Patient complications were reported as unknown.